Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: expiration date h3, h4, h6: product code: 412.215s. Lot number: 161p614. Manufacturing site: (B)(4). Release to warehouse date: june 29, 2021. Expiration date: june 1, 2031. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacturing site name.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) hospital. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery with the fns implants. After the surgery, the patient's fracture site was not fused and prolonged, and femoral neck shortening was progressing. The patient also complained of pain. At that time, the doctor asked the patient about switching to artificial bone head, but the patient was reluctant and was under follow-up. Recently, the shortening of the femoral neck gradually progressed, and patients began to complain of further pain. Therefore, re-surgery was done on (B)(6) 2022. The fns implants were removed, and an artificial femoral head was inserted. The surgeon commented that the patient might have had a disadvantageous constitution for bone union because the patient was a heavy smoker at the level where smoking in a hospital room cannot be stopped. An x-ray was taken on (B)(6) 2022 and it was confirmed that no fragments remain in the patient. This report involves one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 42mm-sterile. This is report 4 of 4 for (B)(4). This product complaint, (B)(4), is related to (B)(4) which reports about the event which occurred in the revision surgery. This pc reports about the bone union failure, femoral neck shortening and pain which occurred after the first surgery.